Event description:
Customer reported the readings on the sensor were not accurate. Customer's blood glucose was 23 mg/dl and sensor was reading 70 mg/dl. Current blood glucose was 114 mg/dl. Customer declined troubleshooting for low blood glucose level. Prepping technique was good. Customer was calibrating too many times, was advised to only calibrate 3 to 4 times. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.